Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 09/10/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover, bottom enclosure, front enclosure were damaged and the battery lock was bent. Note this physical damage can occur due to normal wear and tear and/or physical abuse. A review of the archive showed user advisor 7 (discrepancy between load 1 and load 2 too large). The reported user advisory 7 was also observed during functional evaluation. No further testing could be performed as a result of the ua 7. Load cell characterization was performed and load cell module 2 was found to be defective causing the ua 7. Load cell module 2 was replaced in order to remedy the reported complaint. Based on the investigation the damaged parts observed during visual inspection were replaced. The physical damage found during visual inspection can occur due to normal wear and tear and/or physical abuse. Load cell 2 was also replaced to remedy the reported complaint. Additionally, the pdb board was replaced per routine service procedure. In summary, the reported complaint was confirmed during review of the archive as well as functional testing and attributed to load cell module 2 not functioning properly. Following service, including replacement of the load cell, the device passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/10/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation in progress.

Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and 2 too large) error code. There was no patient involvement when error displayed. No further information was provided.